Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during the implantation in (B) (6) 2007, the surgeon saw ossification of the cochlea, nevertheless, he tried to insert the standard electrode. Since activation with speech processor opus 2 on (B) (6), 2007, the pt has had poor hearing sensations until she hasn't had hearing sensations any more. Intra operative testing showed 10 electrodes with status ok and 2 electrodes with status hi. Post operative testing showed 2 electrodes with status hi. Now after 2 years, the pt doesn't use the device, because she doesn't have any benefit.